Event description:
During a routine shift check by a clincian, the device continuously displays a red "x" and inappropriately advised to change batteries. Complainant indicated that there was no patient involvement in the reported malfuncion.